Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege any specific device failure. The information provided alleges that the patient underwent additional surgery and the "the mesh was revised" at this time it is unknown if the mesh was modified, partially or totally explanted. As such, we have not identified this as a reported device explant. To date no medical records have been provided and no sample has been provided for further evaluation. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - patient underwent incisional hernia repair with an unspecified bard/davol ventralight st hernia mesh. On (B)(6) 2018 - the mesh was revised. As alleged "the patient has experienced significant physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.